Event description:
It was reported that device exhibited the following: "alarm motor maintenance ". There was unknown patient involvement. The device evaluation revealed a defective downstream occlusion (dso) sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a slightly bubbled downstream occlusion (dso) seal, and a slightly sunken upstream occlusion (uso) seal. There was no evidence in the event history log. Functional testing found the dso sensor alarm below the minimum limit - requiring calibration and the motor to be over rotation limits. The uso seal, dso seal, and motor were replaced, the dso sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period. The cause of the originally reported issue was determined to be the motor rotations over limit. The motor was replaced.